Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event. Updated section: b5 product event description. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the doctor's view of death (causal relationship with vad, etc.) Due to sudden stop of lvad caused by thrombosis.

Manufacturer narrative:
A supplemental report is being submitted for correction. Ventricular assist device (vad) serial number was corrected from (B)(6). Expiration date from 2015-sep-30 to 2020-nov-30 manufacture date from (B)(6) . Adding UDI # (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for corrections to: b5 (desc evt problem) from : it was further reported the doctor's view of death (causal relationship with vad, etc.) Due case due to sudden stop of lvad caused by thrombosis to: it was further reported that the cause of death was due to sudden stop of the ventricular assist device (vad) caused by pump thrombosis. H6: (device codes): from a1412 and a0512 to: the addition of a141204 additional codes: to add img (annex g): g04105 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the cause of death was due to sudden stop of the ventricular assist device (vad) caused by pump thrombosis.

Manufacturer narrative:
A supplemental report is being submitted as device evaluation investigation was revised. Updated section: h6- FDA ime codes, FDA imf codes, FDA img codes, FDA method codes, FDA result codes, FDA conclusion codes. Product event summary: the ventricular assist device (vad) (B)(6), a segment of the associated outflow graft (lot no. 15381801) were returned for evaluation. A review of the pump's manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned pump revealed that the device passed visual examination and functional testing. Dimensional verification revealed that the front housing disc curvature was found to be deviating from specifications. Failure analysis of the returned segment of the outflow graft revealed that the device passed visual examination. Internal pathological report revealed no evidence of thrombus within the pump or returned outflow graft segment. However, visual evidence provided by the site revealed evidence of thrombus that had been removed from within the pump. Additionally, information received from the site indicated the patient lost consciousness and cardiopulmonary resuscitation (CPR) was conducted. A computerized tomography (CT) scan showed a thrombus from the outflow graft into the aorta and the patient was treated with a large amount of heparin to prevent clots, and extracorporeal membrane oxygenation (ECMO) was established. Hypoxic encephalopathy was suspected and, two weeks later, the patient expired. Review of the controller log files revealed a slight decrease in power consumption and estimated flows starting on (B)(6) 2020, with parameters returning to baseline on (B)(6) 2020. A sudden decrease in power consumption and estimated flows was logged on (B)(6) 2020, to parameters below the normal operating range. Three (3) low flow alarms were logged since (B)(6) 2020, including one (1) on (B)(6) 2020 at 01:12:15, and one (1) suction alarm was logged on (B)(6) 2020 at 01:12:16. Following a vad disconnect alarm at 01:27:32, power consumption and estimated flows decreased further and another low flow alarm was logged at 01:33:39. Additionally, log files revealed consistent power consumption and estimated flows below normal operating range between (B)(6) 2020 and (B)(6) 2020. Review of the alarm log file did not reveal any vad stopped alarms within the analyzed period. Review of the event log file revealed a manual pump stop event was on (B)(6) 2020 at 21:43:07. As a result, the reported thrombus, low/power flow, and suction events were confirmed. The reported outflow graft twist and pump vibration events could not be confirmed due to insufficient evidence. The reported "vad stop due to thrombosis" event could not be confirmed; however, it is possible that the manual pump stop event was related to the reported "vad sudden stop" event. Based on the available information, the device may have caused or contributed to the reported event. Based on risk documentation and the available information, possible causes of the reported low/power flow and suction events may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on the risk documentation, the reported pump vibration event may be attributed to multiple factors including but not limited to thrombus within the device leading to impeller imbalance or the placement of the pump which allows contact with fixed or rigid anatomical structure. Per the instructions for use, thrombus, neurological dysfunction, and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of thrombus or neurological dysfunction events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: the ventricular assist device (vad) and a segment of the associated outflow graft were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing, and dimensional verification. Failure analysis of the returned segment of the outflow graft revealed that the device passed visual examination. Internal pathological report revealed no evidence of thrombus within the pump or returned outflow graft segment. However, visual evidence provided by the site revealed evidence of thrombus that had been removed from within the pump. Additionally, information received from the site indicated that a computerized tomography (CT) scan showed a thrombus from the outflow graft into the aorta and the patient was treated with a large amount of heparin to prevent clots. Review of the controller log files revealed a slight decrease in power consumption and estimated flows starting on (B)(6) 2020, with parameters returning to baseline on (B)(6) 2020. A sudden decrease in power consumption and estimated flows was logged on (B)(6) 2020, to parameters below the normal operating range. Three low flow alarms were logged since on (B)(6) 2020, including one on (B)(6) 2020 at 01:12:15, and one suction alarm was logged on (B)(6) 2020 at 01:12:16. Following a controller exchange, power consumption and estimated flows decreased further and another low flow alarm was logged at 01:33:39. As a result, the reported thrombus, low flow, and suction events were confirmed. The reported outflow graft twist and pump vibration events could not be confirmed due to insufficient evidence. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Based on risk documentation and the available information, possible causes of the reported low flow and suction events may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on the risk documentation, the reported pump vibration event may be attributed to multiple factors including but not limited to thrombus within the device leading to impeller imbalance or the placement of the pump which allows contact with fixed or rigid anatomical structure. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional product: d1: outflow graft h6: FDA method code(s): 10 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿outflow graft, model #: 1125 / catalog #: 1125 / expiration date: unk / serial or lot#: (B)(4), asku, no, unk. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient lost consciousness and cardiopulmonary resuscitation (CPR) was conducted. The ventricular assist device (vad) exhibited a low flow alarms and suction alarms, along with power below the normal range. A computerized tomography (CT) scan was performed and showed a thrombus was extended from the outflow graft (ofg) anastomosis into the aorta. It was suspected that there was a possible suction in the outflow graft that caused the issue and the ofg was twisted and bent. It was also noted that the vad was moving and vibration was confirmed. The patient was treated with a large amount of heparin to prevent blood clots in the left ventricle and extracorporeal membrane oxygenation (ECMO) was established. Hypoxic encephalopathy was suspected and two weeks later, the patient expired.